Event description:
The complainant alleged that while pacing a pt, device settings unknown, the device discontinued pacing. The complainant indicated there was no adverse effect to the pt as a result of this reported malfunction.